Event description:
The patient experienced phrenic nerve stimulation during the procedure.

Manufacturer narrative:
Correction: section b5: initial report b5 should also have noted the patient experienced "phrenic stimulation". This was coded as " discomfort" and "therapy delivered to incorrect body area" in the initial report. The reported events were extra cardiac stimulation, inadequate capture and guidewire stuck in the lead. The reported events of guidewire stuck in the lead was confirmed but the reported event of inadequate capture was not confirmed. As received, a complete lead with partial guidewire stuck in the connector region was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The connector pin with the crimp sleeve were found pulled out of the connector assembly consistent with damage due to excessive force applied while attempting to remove the guidewire from the lead. The polytetrafluoroethylene (ptfe) coating of the stuck guidewire was found stripped and was bunched up with the inner coil distal to the connector pin. The cause of the reported event of guidewire stuck in the lead was isolated to the bunching of the guidewire ptfe coating inside the inner coil at the connector region that prevented the removal of the guidewire and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out of the connector assembly. Abbott is continuing to monitor this issue.

Event description:
It was reported that the patient presented for implant. It was noted during implant that when the left ventricular (lv) lead was inserted in the target vein using a guidewire, capture thresholds were extremely high at this location. The lv lead was repositioned several times with similar results. The physician pulled out the lead and re-introduced it. It was observed that the guidewire was not moving freely inside the lead and was stuck. The lv lead was exchanged. The patient was stable.

Manufacturer narrative:
Correction: section h6: investigation conclusion code should have been " unintended use error caused or contributed to event" instead of ". Correction: analysis conclusion statement should have been: the reported events were extra cardiac stimulation, inadequate capture and guidewire stuck in the lead. The reported events of guidewire stuck in the lead was confirmed but the reported event of inadequate capture was not confirmed. As received, a complete lead with partial guidewire stuck in the connector region was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The connector pin with the crimp sleeve were found pulled out of the connector assembly consistent with damage due to excessive force applied while attempting to remove the guidewire from the lead. The polytetrafluoroethylene (ptfe) coating of the stuck guidewire was found stripped and was bunched up with the inner coil distal to the connector pin. The cause of the reported event of guidewire stuck in the lead was isolated to the bunching of the guidewire ptfe coating inside the inner coil at the connector region that prevented the removal of the guidewire and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out of the connector assembly.